Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was an overfill issue. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: batch that presented issue with draw volume.

Manufacturer narrative:
Additional information has been provided. The following changes have been corrected below. B.5. Describe event or problem: it was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was an overfill issue. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: batch that presented issue with draw volume. H.6. Investigation summary: bd received 4 photos from the customer in support of this complaint. The photos were evaluated and do not show overfill. The blood meniscus is visible under the bottom edge of the closure. Additionally, 10 retention samples from the bd inventory were functionally tested and there were no issues relating to overfill as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the photos provided or the retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. H3 other text : see h.10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was a low draw. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: batch that presented issue with draw volume.